Event description:
Reporter alleged blood glucose readings had been erratic and when checking the results in the memory, it was determined glucose was 63 mg/dl at 7:04 am compared back to back to a result of 331 mg/dl at 7:05 am. Customer stated calling the doctor to have his glucose checked; however, no other meter glucose results were performed. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.